Event description:
It was reported that during a procedure on (B)(6) 2022, once the physician connected the lead to the device a lot of noise was displayed on the rv lead. After reconnecting psa mode, low impedance, and no capture was observed. Patient had an av block, and once the lead stop capturing the rate drops to 30bpm. The lead was not used and was replaced. The patient was stable.

Event description:
New information notes that there was also undersensing seen on the lead.

Manufacturer narrative:
The reported events of noise, low pacing impedance, failure to capture and under sensing were confirmed. As received, a complete lead was returned in one piece with all four tines intact and undamaged. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to damaged inner insulation at the suture tie region. The cause of the reported events was due to damaged inner insulation cause by overtighten suture consistent with procedural damage.